Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported after insertion the string on the tampon pledget is difficult to find and often gets inside the vaginal cavity which makes for difficult removal. No further information was obtained on consumer's use of the product and outcome.